Event description:
It was reported there were possible multiple infections of patients after use of an endoscopic retrograde cholangiopancreatography ercp) scope, an endobronchial ultrasound (ebus) scope, and bronchoscopes that were shared between two sister facilities. At one facility it was reported that three bronchovideoscopes and one ultrasonic bronchofiberscope were possibly involved in patient infections. An olympus endoscopic support specialist (ess) was dispatched to the facility and was informed that since reporting, the facility has done in house atp/culturing, with no growth resulting. Other avenues of infection were being explored as the facility was not confident the scopes were the issue. Additional information regarding the infections including patient symptoms, diagnosis, and treatment was requested but not provided at this time. This report is related to the following linked patient identifiers (B)(6).